Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have blade damage on the entire blade. Both of the blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Visual inspection of the product confirmed that a fragment was broken off or detached from the instrument. Th fragment was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the large suturcut needle driver would not completely close. The scissors were bent and broke inside of the patient. The fragment was retrieved during the same procedure. The procedure was completed.